Manufacturer narrative:
Continuation of concomitant products: ddbc3d1 ICD implanted: (B)(6) 2015. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this even.